Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Additionally, it was reported that the pump display was changing screens while not being interacted with. There was no adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.